Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator's alarm was heard, and the patient was found tachycardic and desaturated to 80%. The user observed that the ventilator was not ventilating the patient, so the user removed the patient from the ventilator to perform manual ventilation. The user then noticed that the touchscreen was displaying the blue start-up screen and was in the process of self-rebooting. Once ventilation restarted, the patient was reconnected to the ventilator. The ventilator then continued to work as well as it had before. The patient was later successfully weaned from the ventilator.